Event description:
Device issue: none. Adverse event: dissection. Time of adverse event: during stenting procedure. It was reported that a dissection occurred while implanting a 2.75x23 xience v stent. Reportedly, a lot of resistance was felt during implanting the device. A second xience v stent was used to treat the dissection. There were no reported adverse patient sequelae. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported that the device was discarded. A follow-up will be submitted with any relevant information.